Event description:
Additional information provided by this surgeon indicates that the pt developed mild cystoid macular edema following intraocular lens replacement surgery performed due to dislocation. Pt's current visual acuity is 20/40.